Event description:
It was reported to philips that the system had shut down on its own and was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.